Manufacturer narrative:
The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts.

Event description:
It was reported that during testing, the pulse oximeter displayed an incomplete heart rate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The tse recommended the customer unplug and re-plug the cable between main board and the display board which did not resolve the issue. The tse then suggested replacing the display board which resolved the issue. The device was found to be operating per specifications.